Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an o-ring was on the pneumatic tap. The customer was able to remove the o-ring from the pump and successfully reloaded the existing cartridge to resolve the issue. Additionally, it was reported that the pump shut off unexpectedly. Customer's blood glucose level was 215-346 mg/dl. Reportedly, the customer continued to use the pump for insulin therapy.